Event description:
A facility reported that the locking mechanism on the mayfield modified skull clamp (a1059) was extremely loose and they removed it from fleet. No information has been provided on patient involvement, injury, or surgical delay.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - the complaint is confirmed via inspection of the unit. Investigation showed that the lock had rotational and lateral movement and a residue buildup was present. New components were added to replace worn internal parts, and general cleaning and maintenance performed. Root cause - probable root cause is routine use and wear. This unit is beyond integra¿s 7 years recommended life cycle (manufactured 2005). No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.